Event description:
Code blue called. Patient (pt) had been on continuous CPAP (continuous positive air pressure), via v60+ machine. Pt. Being manually bagged upon arrival, no compressions in progress, setting up for intubation. Pt. Intubated by rt (respiratory therapist) @bedside, placed on ventilator. Per rn (registered nurse) @bedside, CPAP machine stopped ventilating, was alarming. Machine pulled, work order placed for cts. Cts aware and machine to be taken for review and diagnostics.